Event description:
It was reported the was a communication problem and an overdischarge was suspected. It was reported that patient compliance was the primary reason for overdischarge. It was reported the last time the patient felt any stimulation was last week. It was reported the patient was not currently feeling stimulation and that the stimulation turned off by itself. It was noted the patients last successful recharge was less than 1 month ago. It was recommended to interrogate the implantable neurostimulator (ins) with the patient programmer (pp) and the patient received a poor communication screen. It was further reported the patient had a fading stimulation sensation. It was reported that over time the patient had felt "that stimulation hasn't been as strong". It was reported the patient had fallen about a month ago, but the stimulation fading had not started after the fall, but gradually over time. It was reported the patient had turn her stimulation on the next day after the fall and it was "alright, not super strong". It was noted the patient had changed her pp batteries in case that was causing the fading stimulation. The fall was reported to have occurred about a month ago when she fell on the ice and landed on her butt. It was reported the patient had told her health care provider (hcp) about the fall and was getting "si" injections.

Manufacturer narrative:
Concomitant products: product ID 8591-38, lot# d26869, implanted: (B)(6) 2012, product type accessory; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).